Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced fell and had to go to the hospital to have the settings re-adjusted. As the reason was due to the settings were not set correctly. Boston scientific technical services (ts) referred the patient to the physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.